Event description:
This spontaneous case was reported by a physician and describes the occurrence of dyspareunia ('dyspareunia after insertion of essure') in a (B)(6) female patient who had essure (batch no. D40632) inserted. The patient's medical history included hypertension and depression. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be unrelated to essure. The reporter commented: essure removal was performed at patient's request. The essure implants were returned to the company. Outcome information at 6 months will not be available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dyspareunia ('dyspareunia after insertion of essure/ pain during intercourse') in a 41-year-old female patient who had essure (batch no. D40632) inserted. The patient's medical history included hypertension and depression. Concurrent conditions included obesity. On (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via removal of tubes). Essure was removed on (B)(6)2020. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be unrelated to essure. The reporter commented: essure removal was performed at patient's request. The essure implants were returned to the company. Outcome information at 6 months will not be available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Batch no d40632 production date 2014-12-18 expiration date 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.